Manufacturer narrative:
(B)(4). The tip portion of the lead was returned measuring 16 centimeters (cm) in length. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the returned portion of the lead was performed. Visual observation noted the presence of set screw marks on the lead terminal pin and terminal ring. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not confirm the reported clinical observations based on testing of the returned portion of the lead.

Manufacturer narrative:
The physician will continue monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient passed away from a non-device related cause.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. All other lead measurements were observed to be stable and acceptable. Boston scientific technical services (ts) discussed troubleshooting options. A lead fracture or subclavian crush was suspected. A health care professional (hcp) reported that the patient is at high risk for any further intervention. No adverse patient effects were reported.